Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead superior vena cava coil impedance had increased to 104 ohms. The rv lead is still in use. No patient complications have been reported as a result of this event.